Event description:
A percutaneous endoscopic gastrostomy jejunal system was placed successfully. A few weeks later it was noted the adapter was leaking. The tube and adapter were removed and replaced with another peg successfully. No further complications occurred.